Event description:
Additional information was received indicating the lead was explanted and replaced to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increased pacing threshold was noted on the left ventricular lead. Diagnostic imaging was performed which confirmed lead dislodgement. The device was reprogrammed and the lead remains implanted and will continue to be monitored. The patient was in stable condition.

Event description:
Additional information was received indicating the device was reprogrammed to deactivate the left ventricular channel.